Event description:
The customer reported that the screen was dark and would not display a fluoroscopic image. This rendered the system unusable. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The lemo connector was repaired. The system was then found to be operating as intended.